Event description:
The implant had osteointegrated and was in place for more than 1 year when the abutment screw broke. Part of the screw remained in the implant and was unable to be removed. The implant was then removed with a trephine drill. The exact date of occurrence is unk. The catalog # of the abutment and screw involved is unk. One person affected.